Event description:
The pt reported pain at the ipg site that would sometimes radiate into the left leg when she walked. The pt further reported the ipg is moving around in the pocket and the site is puffy. The pt has discussed surgical intervention with her physician to relocate the ipg deeper into the buttocks.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.